Event description:
This is filed to report partial clip movement and tissue damage. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 and a posterior prolapse. One clip was successfully deployed. However, shortly after deployment, a perforation on the anterior leaflet was observed, causing mr to remain at a grade of 4. It was noted the clip became slightly mobile on the leaflets; therefore, an additional clip was deployed to stabilize the implanted clip. However, mr remained at a grade of 4. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported partial clip movement and unchanged mitral regurgitation (mr) appear to be related to the reported tissue injury. A cause for the tissue injury cannot be determined. Tissue injury and mr are listed in the instructions for use (IFU) as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.